Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation. The conductor wire insulation was nicked open with exposed internal wires at bipolar yaw pulley. There was no missing piece of insulation, the insulation was lifted-off and still attached. No sign of thermal damage was observed. The instrument passed electrical continuity test. Complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a torn cable. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: there was no patient harm nor injury.